Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the stems came off the pneumatic drive tires on this chair.